Event description:
Rapid response vehicle arrived on the scene with the AED. The patient was in cardiac arrest and the husband was performing CPR. After paramedics applied the AED to the patient, it analyzed the rhythm, advised a shock, charged and then froze and would not deliver a shock. Tried pressing shock button, but a shock was not delivered. Tried manual override, but no shock was delivered. Went back to chest compressions and radioed for a crew with another defibrillator. Following 1 shock (with another AED) the patient initially went into asystole and then following administration of adrenaline rosc was achieved although there was no respiratory effort. The patient has since died.

Manufacturer narrative:
The AED was received at cardiac science along with electrodes and a rechargeable battery. Data downloaded from the AED shows the AED did not analyze the patient's rhythm, advise a shock, or charge as reported by the users. The data shows a lid closed event 16 seconds after the electrodes were placed on the patient. A 0xf1 error, which is a communication error between the main pcba and ui pcba, was recorded approximately five (5) seconds after the lid closed event. The data shows the lid of the AED was briefly opened and closed several minutes later and the 0xf1 error had cleared and no other errors were recorded. The AED passed incoming tests. Impedance testing was performed and the AED functioned correctly. Thirty-second self-tests were run for 30 minutes with light vibration and the AED passed all the tests. Inspection of the main pcba and ui pcba found no defects. Inspection found no problems with the ui flex cable or the battery harness. Simulated rescues were performed with the AED using a test battery and no problems were found. Simulated rescues were also performed using the customer's rechargeable battery. The device successfully delivered the first shock in AED mode. The AED prompted low battery when charging for the second shock, but was still able to deliver additional shocks after the low battery prompt. The battery capacity was later checked and was found to be 0%. Examination of the battery's charger connector found there was a bent pin in the connector which will require the battery to be replaced. The AED functioned correctly during the investigation and the customer's reported problem was not duplicated under normal test conditions. To further investigate the reported problem, cardiac science had planned an on-site visit with the customer to observe and understand the customer's AED usage, handling, storage, and maintenance conditions and procedures; however, prior to the planned visit the customer informed cardiac science that they did not want a cardiac science representative to come to their site. The customer indicated that only a few g3 9300p aeds are now used in manager cars and did not think there would be any benefit from a visit. The aeds are no longer used in the ambulance service's rapid response vehicles. No additional investigations of the customer's AED are planned.

Event description:
Rapid response vehicle arrived on the scene with the AED. The patient was in cardiac arrest and the husband was performing CPR. After paramedics applied the AED to the patient, it analyzed the rhythm, advised a shock, charged and then froze and would not deliver a shock. Tried pressing shock button, but a shock was not delivered. Tried manual override, but no shock was delivered. Went back to chest compressions and radioed for a crew with another defibrillator. Following 1 shock (with another AED) the patient initially went into asystole and then following administration of adrenaline rosc was achieved although there was no respiratory effort. The patient has since died.